Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered injury to her body and limbs, all to her general damage, in a monetary sum. It is further alleged that the pt was required to and did employ physicians, surgeons, and other medical personnel and incurred expenses therefore, and incurred add'l medical expenses for hosp bills and other incidental medical expenses.